Event description:
The patient was getting shocking in the back where the lead and extension meet. Impedances were checked and all were above 10,000. They tried to use other electrodes, but the pt was still getting shocks. The extensions were replaced. The reason for removal was reported to be "breakage". The pt recovered without sequela.

Manufacturer narrative:
This report was submitted late by the MFR's representative, retraining has been conducted. The extensions have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report wil be sent when the analysis is complete.